Event description:
It was reported that: "the arthroplasty was revised due to deep infection and gross loosening of femorotibial components. The femoral, tibial and patellar components were revised. The components were implanted in situ 5.7y (fem, tib tray) & 4.1y (tib insert, patella). The patient presented with a (B)(6) score of 8 three months prior to revision surgery and a maximum score of 10." Information provided indicated that reported device was implanted in 2002 and explanted in 2006.

Manufacturer narrative:
An evaluation of the device cannot be performed. Neither the device nor additional information is available from the research facility. If additional information becomes available, it will be submitted in a supplemental report. This is the same patient/event as the following MFR numbers: 2249697-2010-00985, 2249697-2010-00987, 2249697-2010-00988.